Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his device failure. During the call, tac scheduled for a loaner device to be sent to the user¿s facility to replace the faulty unit. During a follow-up call, the customer noted that it wasn¿t the touch pad or the bulb. The customer located a cable that wasn¿t properly connected. Upon correcting that connection, the customer was ready to return the loaner device. Currently, the subject device is not scheduled for return evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation his olympus evis exera iii xenon light source was experiencing difficulty with brightness adjustments. According to the initial reporter, the bulb was replaced, but the issue continued. Customer suspects that the tough pad may be faulty. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device. The d9 and h3 fields were inadvertently selected; they should have remained blank.